Manufacturer narrative:
The reported complaint of a leak on the icy catheter (lot # 164322) was confirmed during functional testing. A bonding leak was observed at the proximal end of the medial balloon. The probable root cause of the reported complaint could be a latent defect at the bond. Upon visual inspection, no physical damage was observed. Dried blood residue was observed in the proximal luered tubing. During functional testing, all infusion ports and extension tubes were flushed without resistance. The catheter was connected to a pressurized inflation device. Upon pressurizing the catheter, a bond leak was observed at the proximal end of the medial balloon, thus confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint and there was no previous history of complaint reported for a catheter with lot number 164322.

Event description:
The icy catheter (lot # 164322) was inserted into the right femoral vein from the first attempt, the insertion was smooth. Approximately 54 hours after the catheter placement and during the rewarming phase of the treatment, the thermogard console displayed the air trap alarm message and the user observed the 500ml saline bag with around 100ml of the fluid left. The customer suspected the infusion of the 200-300ml of saline fluid and the catheter leak. Per the reporter, no other catheters were placed into the same vein. The patient's body temperature was measured at 34.8°c. There were no traces of fluid observed on the patient's bed, floor, or by catheter luers. The icy catheter was tested per the catheter leak procedure and the pink-colored saline fluid was observed indicating the catheter leak. The air trap alarm was cleared after replacing the catheter and the saline bag and the therapy continued with the same console. No consequences or impact to the patient.